Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose of 541 mg/dl. During troubleshooting, the customer stated that the bolus history was inaccurate. He was instructed to deliver a bolus during the call and it was recorded correctly in the history. The customer stated he would revert to manual injections and call back. The customer called back on (B)(6) 2014 to complete troubleshooting. The insulin pump passed the high pressure test. He was advised to change the entire infusion set, reservoir and insulin. The product will not be returned for analysis.